Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received by the rep on may 20, 2024. They reported the ins was replaced due to a normal end replacement indicator (eri). The high impedances and the overdischarge were not the reason for the ins replacement. Regarding the high impedances seen on the date of the ins replacement, they were noticed before the replacement of the ins and after the replacement of the ins. The ins with the eri was explanted and discarded by the customer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the ins was overdischarged and there were elevated impedances, >10000. An attempt will/has been made to recover the device. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.